Event description:
Tele-monitors showed good wave from (B)(6). The rn stated that when removing the arterial line from the pt's wrist, the catheter snapped off. The nurse quickly grabbed the catheter tubing that remained in the pt's skin. The pt suffered no sequela as a result of the incident. Add'l info from user facility report: when rn was discontinuing redial a-line, rn noticed that when she pulled a-line out that port of the a-line catheter was still in pt. The a-line catheter had broke in half. Rx1 was able to retrieve the broken half from the pt. Pt suffered no sequela as a result of this incident. Catheter sent to pathology to secure for company.

Manufacturer narrative:
The incident occurred at the hospital, which is located on (B)(6), however, initial reporter (B)(6) is located at the risk management office on (B)(6), as indicated on the attached medwatch form. The sample was received for eval (B)(4) 2012. Upon completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: 02 april 2012. Add'l info from u/f report: bd angiocath; 20g 1.88in 1.1x48mm; bd. (B)(4).